Event description:
The customer reported that the side port of the anesthesia delivery set leaked blood. The customer uses a 10cc syringe on the shite gravity port and a 5cc syringe on the side port. They inject propofol, versed, or other drugs through this syringe.